Event description:
"Loaner is leaking oil" noted on repair request. On follow up it was reported that oil leaked onto surgeon's gloves during surgery. They have had an ongoing issue with motors being oily following autoclaving. They wipe off the motors with a sterile cloth prior to use. No injuries or delays in surgery occurred.